Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the laboratory at 12:45 p.m. Was 3.8 inr. The result from the meter at 3:42 p.m. Was 5.1 inr. The customer¿s therapeutic range is 2.5 ¿ 3.5 inr.